Event description:
Per complaint (B)(4), during clinical procedure, dropped from the implant driver.

Manufacturer narrative:
Patient ID, weight, oral hygiene and bone quality are unknown. Implant date and explant date are not applicable since the product was never placed and not removed. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.